Event description:
The complainant reported that the clinicians were performing a stent placement in the common bile duct of a female patient (age and weight unknown), but during the placement, the hub of the outer sheath separated from the sheath. The clinicians then removed the whole system from the patient. The complainant indicated that there were no parts left in the anatomy of the patient. The physician them obtained another device and successfully implanted it in the patient. The complainant indicated that there were no adverse affects on the patient as a result of the reported malfunction, and the patient's condition was reported as "ok".

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis is not available; at this time we are unable to determine the relationship between the device and the cause for this event. The lot number of the device is is not known; therefore, the device manufacture date and expiration date can not be determined.